Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The pressure switch was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit did not alarm when oxygen was disconnected. There was no report of patient involvement.